Manufacturer narrative:
Gehcâ¿¿s investigation has completed. Logfiles from the system were collected and analyzed to determine what occurred. The logfile analysis concluded the battery that provides power for short durations, such as transporting the system, was not functional. The system displays the battery status on the monitor and it appears that the user did not recognize that the system was displaying the non-functional battery indicator, and they unplugged the system while the battery was non-functional. Thus the system shutdown immediately, and the system has functioned as designed. The defective battery was replaced, and no further action is planned at this time.

Manufacturer narrative:
UDI: pre: compliance, no UDI. Legal manufacturer: (B)(6). Gehc's investigation is ongoing

Event description:
The customer reports that the voluson p8 shutdown unexpectedly when it was unplugged while in use for a critical patient who was brought into the or for an emergency c-section. The voluson p8 was going to be used for placement of a central line and it shutdown unexpectedly instead of remaining powered by the portable battery. The patient coded and was taken to the ICU. The hospital reported this as an unsafe condition.